Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer, and identified the cause of the issue was attributed to a sample dispensing issue. The fse replaced the gear pump and deionized water supply pump to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low patient results of multiple assays on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the erroneous low results.